Event description:
In this date I saw my family dr because of a serious eye infection. I was experiencing the symptoms of light sensitivity, pain, redness, blurry vision, discharge and swelling. I still continue to have sensitivity in both eyes and ongoing headaches and sensitivity to light on this date. I have been using complete contact solution for four yrs. I have purchased the complete moistureplus active packs within the past 6 months and discarded the empty contact solution containers. Dates of use: 2003 - 2007. Diagnosis: contact solution.